Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient also mentioned that they were having trouble with the unit itself where it was inserted. Patient reported that it felt like that they were pinching. Patient had accidentally backed into a door knob and they had hit it and it was not fun. It was recommended that patient follow up with doctor to have implant checked due to door knob incident. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Event description:
The consumer reported that it was not helping. She tried to increase it but she did not feel it working. The patient injured herself when she walked into a door handle and since then, it was not working. She was sick and had diarrhea. The patient increased it and felt it in the left leg. It was also noted that the implant site was tender and the device stopped working. The issue started in (B)(6) 2016. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
Additional information received as patient mentioned that the they checked the batteries but they did not know that they had to use certain type of batteries. It was still tender to touch. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.